Event description:
This system was returned with oos documentation from biotronik rep (B) (4). Per oos, this device was at premature eri indication. The device was replaced with a lumax 340 dr-t, (B) (4).